Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose. The most recent glucose reading was 199 mg/dl. And he was treated with food and drinks. Troubleshooting was performed. The caller stated that his reservoir is showing less insulin than the status screen shows. Ran a displacement test, and the test failed. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.